Event description:
The customer reported that the automatic endoscopic reprocessor (aer) was flooding with cidex® opa. The customer ran an empty disinfectant and fill cycle with water and it flooded the unit. There was no human reaction to the cidex® opa overflow.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer for six months, from (B)(4) 2009 to (B)(4) 2010, shows no similar issues with the unit. Additionally no trends with the same part being replaced can be seen. Trending analysis for the problem code ''fluid leak'', ''e01-reservoir tank too full'' and ''e05-<3.5 or 4.2 gallons in reservoir'' were completed for (B)(4) 2009 through (B)(4) 2010. The trend lines were below the upper control limit. The fmea (failure mode effects analysis) review showed that related failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category ii, or ''as low as reasonably practicable.'' The hhes (health hazard evaluations) were reviewed for patient/user reactions to cidex opa and for leaking from the aer system. The highest hazard / risk found was a 5, which is considered low risk. No product was returned to asp for testing. The issue was resolved by replacing the float switch. The trending shows that the failure is not significant and the risk associated with the failure is low. There were no reported human reactions or injuries related to the cidex opa that leaked from the unit. Hence, no evaluation of cidex opa exposure is required.

Manufacturer narrative:
An asp field service representative (fse) assessed the aer unit onsite. The fse replaced the float switch and ran a test cycle. The aer unit meets manufacturer's specifications.